Manufacturer narrative:
The subject device was returned to omsc for evaluation. But the fragment was scrapped by the user and it was not returned to olympus. The evaluation confirmed that the probe broke off at 17.5 mm from the distal end. There was no scratch, which may lead to the fracture, around the broken point. The shape of the fracture surface showed a crack. The mfg history was reviewed, with no irregularities noted. As the result of the evaluation, omsc have concluded that the probe broke due to the stress beyond tolerance on the broken point when the physician activated the ultrasound output, twisting the device while grasping the tissue. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a med device report in an abundance of caution.

Event description:
Olympus med systems corp (omsc) was informed that when the user sectioned the perineal wound during the miles' operation, the probe of the subject device broke off and fell to outside of the pt. The procedure was completed with a similar device. The device was new. There was no report of pt's injury regarding this event.